Manufacturer narrative:
(B)(4). D10: item#: 00434901213; lot#: 66852138. Item#: 115310; lot#: j7862354. G2: foreign - event occurred in japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation approximately three (3) weeks ago. During the implantation, it was noted the +0 poly liner was difficult to insert and required extra force to be used, resulting in the stem to sink. Subsequently, the patient underwent a revision approximately six (6) days post-implantation due to dislocation, where the poly was removed and replaced with a +3 liner instead. The stem was noted to remain implanted. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.